Event description:
Additional information received reported that the term ablation of the stimulator referred to the removal of the stimulator on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had ineffective stimulation and increased pain. Hospitalization and ¿ablation of the stimulator¿ was required due to the event. The event was considered resolved. It was unclear what was meant by ablation of the stimulator. Additional follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.